Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable despite attempting multiple power sources. During troubleshooting with tandem technical support, the customer was instructed to get a different usb cable and attempt to charge the pump. Follow up wit the customer confirmed that the pump was able to be charged with a different usb cable. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.